Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.

Event description:
It was reported that a pump alarmed door not fully latched. It was also reported that there was no pt injury.